Event description:
It was reported that the lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.